Manufacturer narrative:
B)(4).

Event description:
Patient contacted dexcom on b)(6) 2015, to report that on b)(6) 2015, upon removal of sensor pod from the back of the patient's arm, the sensor wire was left in patient's skin. The sensor was inserted at the arm on b)(6) 2015. Patient reported sensor wire was removed from the skin like a splinter. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.